Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. It is unknown when and where this event occurred. This condition had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump experiencing a battery issue was confirmed and reproduced during product evaluation by baxter service personnel. The assignable cause of the reported problem was determined to be depleted main batteries. To correct the reported problem, the main batteries and battery harness were replaced. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Additional information: the device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.